Event description:
Caller reported that the pump became hot to the touch while it was charging. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.